Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of disassembly could not be verified due to the product not being returned for failure investigation. A device history record review for model 72213n lot number 20073310 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that sec set 20dp 30in w/hanger ll was missing the end connector. The following information was provided by the initial reporter: material no: 72213n, batch no: 20073310. It was reported that the product is missing the end connector that attaches to syringes.